Event description:
The physician was stenting sfa in leg. Upon deployment of the stent, it was noted the stent, it was noted the stent was not fully covering the lesion. The stent was shorter than the labeled 60mm. The physician placed another stent to sufficiently cover the lesion. The pt has sustained no adverse effect from this event.